Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the damage of the camera cable. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus (B)(4) omsc surmised that the reported phenomenon was attributed to the failure of the image signal transmission to the video processor due to the damage of the camera cable. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during a urological surgery using the subject device, it was found that the endoscopic image of the subject device could not be sometimes displayed on the monitor. The user facility completed the procedure using the subject device. There was no report of patient injury associated with this event.